Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) error, as observed in the remote monitoring system. Technical services reviewed the available device data and noted the device exhibited a transient timing issue within the telemetry circuit. The device received an interrogation request on 20 october 2020, but a successful connection with the s-ICD was not established. As a result, the device then experienced a temporary high current condition, resulting in the observed bd error. Evaluation of the available data suggests that this device behavior occurred due to a firmware processing delay of up to one second, and was repeated every two seconds, after the interrogation request and associated inability to connect successfully with the s-ICD. This condition was resolved in the subsequent successful telemetry session on 27 october 2020. It was determined that this behavior is consistent with an unsuccessful telemetry connection with the latitude remote communicator. This transient behavior results in the device operating in a state of increased power consumption (resulting in reduced battery voltage and the bd alert code) as the device searches for a successful telemetry connection. This behavior can also cause the device to temporarily and intermittently delay firmware processing of sensed events. It is important to note that this behavior is temporary, and a successful remote interrogation was subsequently performed which resolved the issue. The power usage returned to normal and the battery voltage is expected to recover. It was recommended to see the patient in the clinic for a programmer interrogation to clear the bd error and confirm proper device function. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the bd error was still displayed on the recent latitude transmission. Technical services reviewed the available device data and confirmed it was the bd error from october. This will continue to display in latitude until the device is interrogated with a programmer and the bd error is cleared in the device. The device was functioning normally; however, it was noted that the device would have been beeping since october and this could impact the power consumption and longevity expectations. It was again recommended to see the patient in the clinic to clear the bd error.